Event description:
Procedure performed: inguinal hernia. When starting the dissection in the preperitoneal cavity dr. [Name] noticed that the tip (first 2-3mm) of the scissor was blunt. He took another scissor and ended the procedure without any problem. Intervention: change of device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: inguinal hernia. When starting the dissection in the preperitoneal cavity, doctor noticed that the tip (first 2-3mm) of the scissor was blunt. He took another scissor and ended the procedure without any problem. Intervention: change of device. Patient status: no patient injury.